Event description:
It was reported that on (B)(6) 2025, the wall charger - dual port charger melted and damaged the mcot monitor - a13 - verizon while charging overnight. The patient noted that the mcot monitor - a13 - verizon was plugged directly into the wall outlet and nothing else was plugged into the outlet. The patient was not harmed. The patient returned the kit and a replacement was sent. No additional information was provided.

Manufacturer narrative:
It was reported that the mcot monitor - a13 - verizon melted why charging with the wall charger - dual port charger. The device was returned for evaluation. Engineering evaluation was able to confirm the reported event of "charging cable melted and damaged the monitor". Thermal damage was identified on both the monitor and charging cable. A definitive root cause could not be established. Am&d philips is further investigating this issue.